Event description:
It was learned through implant patient registry and investigation that a 23mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 5 months due to calcification, decrease leaflet motion, and stenosis. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records, the patient presented with acute heart failure (nyha iii). Pre-op echo/tee showed stenosis and ncc with decrease leaflet motion. The patient underwent a redo avr and root enlargement. The valve was removed and a 25mm 11500a valve was implanted with pledgeted mattress sutures and secured with cor-knots. Tee showed well-seated valve, leaflet motion normal with mg 4mmhg. The patient was transferred to ICU in stable condition and discharged on pod #7. Hospital pathology report, final diagnosis was bioprosthetic valvular tissue with severe nodular calcifications. Gross exam showed valve cusps contain several focally calcified nodules concentrated predominantly at the base. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.